Event description:
It was reported that the procedure was to treat a chronic totally occluded mid right coronary artery (rca) and a posterior descending artery. The target lesion was re-canalized and pre-dilatation was performed multiple times at unknown pressures with a non-abbott balloon catheter. A 3.5 x 28 mm xience xpedition stent was implanted in the proximal rca to treat a dissection caused by a non-abbott guide wire during recanalization. A 2.5 x 18 mm xience xpedition stent was implanted successfully in the distal portion of the target lesion. An attempt was made to place a 3.0 x 23mm xience xpedition stent in the mid rca; however, when trying to position the stent it was retracted slightly and the stent implant dislodged. The stent was compressed to the vessel wall with an unknown balloon catheter. The stent was located in the intended position so there was no further attempt to place another stent in this segment of the target lesion. A 2.5 x 38 mm xience xpedition stent was placed in the distal segment of the posterior descending artery. A 2.5 x 33 mm xience xpedition stent delivery system being advanced to place proximal to the 2.5 x 38 mm stent but could not cross the lesion due to the anatomy. A 2.5 x 18 mm xience xpedition stent delivery system was being advanced to the proximal posterior descending artery but there was resistance when advancing and when slight force was applied the proximal shaft outside the anatomy kinked multiple times. For better support a guideliner was used and the lesion was dilated again with an unknown balloon catheter.

Manufacturer narrative:
(B)(4). An attempt was made to place a 2.5 x 18 mm xience xpedition in the posterior descending artery when there was interaction with the 3.5 x 28 mm xience xpedition placed in the rca and the proximal struts of the 2.5 x 18 mm stent were bent. The 3.5 x 28 mm xience xpedition has been added to the incident for the interaction with the 2.5 x 18 mm stent. A non-abbott stent and a 2.5 x38 mm xience xpedition were implanted in the posterior descending artery to successfully complete the procedure. The procedure was prolonged; however it was not a clinically significant delay. There were no adverse patient effects. No additional information was provided. Distal to stent. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. Based on the information reviewed, there is no indication of a product deficiency.